Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt's catheter was revised. The entire spinal segment of the catheter had come out of the intrathecal space and was coiled up in the incision site at the wound and bunched up. That catheter was removed and a new spinal segment catheter was inserted and connected back up to the existing pump-segment catheter. The pump was turned on and I'm sure the pt was fine following the revision. The drugs used in the pump at the time of the event were dilaudid, bupivicaine, and baclofen.